Event description:
It was reported that pump experienced malfunction with non-resettable malfunction code and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for backup insulin therapy, and technical support arranged replacement pump under warranty with updated software, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.